Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus/left essure device in endometrium"), device dislocation ("migration of implant"), device expulsion ("expulsion of essure device"), genital haemorrhage ("bleeding"), umbilical malformation ("umbilicus fistula"), systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus)") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included overweight, rectal bleeding, shortness of breath and flank pain. In 2010, the patient experienced back pain ("pain chronic left sided pelvic pain, lower back pain, ruq pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 5 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes urinary incontinence, urinary tract infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant) and anal pruritus ("rectal itching"). On (B)(6) 2013, the patient experienced umbilical malformation (seriousness criterion medically significant), excessive granulation tissue ("granulation tissue left fallopian tube") and muscular weakness ("muscle weakness"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions (type: rash)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with sex, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), constipation ("constipation") and abdominal pain upper ("ruq pain"). The patient was treated with surgery (abdominal hysterectomy/rt salphingo-oophprectomy/lt salphingectomy), surgery (hysterectomy with unilateral salpingectomy and unilateral oophorectomy) and surgery (hysterectomy with unilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device expulsion, genital haemorrhage, umbilical malformation, systemic lupus erythematosus, rectal haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, rash, urinary incontinence, migraine, nausea, fatigue, weight decreased, constipation, anal pruritus, excessive granulation tissue, muscular weakness, urinary tract infection, headache, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anal pruritus, back pain, constipation, device dislocation, device expulsion, dyspareunia, excessive granulation tissue, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscular weakness, nausea, rash, rectal haemorrhage, systemic lupus erythematosus, umbilical malformation, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she need for additional surgery. On (B)(6) 2013 - hysterectomy. With bilateral salpingectomy and unilateral oopherectomy was done and on (B)(6) 2015 - unilateral oopherectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Smear cervix - on an unknown date: abnormal ultrasound pelvis - on an unknown date: there is a small follicular cyst in the left ovary she had had multiple essure confirmation tests on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. Transvaginal ultrasound (tvu) revealed migration of essure device, mid lower myomentum). Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, weight decreased, abdominal pain, headache and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus"), device dislocation ("migration of implant"), device expulsion ("expulsion of essure device"), genital haemorrhage ("bleeding") and systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus)") in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included overweight, rectal bleeding, shortness of breath and flank pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("pain with sex, dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions (type: rash)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (total abdominal hysterectomy/rt salphingo-oophprectomy/lt salphingotomy), surgery (hysterectomy with unilateral salpingectomy and unilateral oophorectomy) . Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device expulsion, genital haemorrhage, systemic lupus erythematosus, dyspareunia, menorrhagia, vaginal haemorrhage, rash, urinary tract disorder, migraine, nausea, fatigue and weight decreased outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, rash, systemic lupus erythematosus, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she need for additional surgery. Date(s) of removal: (B)(6) 2016, (B)(6) 2013 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Smear cervix - on an unknown date: abnormal ultrasound pelvis - on an unknown date: there is a small follicular cyst in the left ovary. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, weight decreased, abdominal pain, headache, fatigue. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and mr received: new reporters, plantiff demographic information, product indication updated, lot no, concomitant disease, new events uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, rash, urinary tract disorder, migraine, nausea, systemic lupus erythematosus, fatigue, weight decreased and device monitoring procedure not performed added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus/left essure device in endometrium"), device dislocation ("migration of implant"), device expulsion ("expulsion of essure device"), genital haemorrhage ("bleeding"), umbilical malformation ("umbilicus fistula"), systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus)") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included overweight, rectal bleeding, shortness of breath and flank pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 5 days after insertion of essure, the patient experienced nausea ("nausea"). In 2010, the patient experienced back pain ("pain chronic left sided pelvic pain, lower back pain, ruq pain"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes urinary incontinence, urinary tract infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant) and anal pruritus ("rectal itching"). On (B)(6) 2013, the patient experienced umbilical malformation (seriousness criterion medically significant), excessive granulation tissue ("granulation tissue left fallopian tube") and muscular weakness ("muscle weakness"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions (type: rash)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with sex, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), constipation ("constipation") and abdominal pain upper ("ruq pain"). The patient was treated with surgery (abdominal hysterectomy/rt salphingo-oophprectomy/lt salphingectomy), surgery (hysterectomy with unilateral salpingectomy and unilateral oophorectomy) and surgery (hysterectomy with unilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device expulsion, genital haemorrhage, umbilical malformation, systemic lupus erythematosus, rectal haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, rash, urinary incontinence, migraine, nausea, fatigue, weight decreased, constipation, anal pruritus, excessive granulation tissue, muscular weakness, urinary tract infection, headache, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anal pruritus, back pain, constipation, device dislocation, device expulsion, dyspareunia, excessive granulation tissue, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscular weakness, nausea, rash, rectal haemorrhage, systemic lupus erythematosus, umbilical malformation, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she need for additional surgery. On (B)(6) 2013 - hysterectomy with bilateral salpingectomy and unilateral oopherectomy was done and on (B)(6) 2015 - unilateral oopherectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Smear cervix - on an unknown date: abnormal. Ultrasound pelvis - on an unknown date: there is a small follicular cyst in the left ovary . She had multiple essure confirmation tests on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. Transvaginal ultrasound (tvu) revealed migration of essure device, mid lower myomentum). Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, weight decreased, abdominal pain, headache and fatigue. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received. New events added- constipation, rectal bleeding and rectal itching,granulation tissue left fallopian tube, muscle weakness, umbilicus fistula, bladder or urinary problems or changes urinary incontinence, urinary tract infection, headaches and pain chronic left sided pelvic pain, lower back pain and ruq pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain with sex"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.